Event description:
Vaginal mesh was implanted robotically on the posterior and anterior vaginal wall on (B)(6) 2011. Over the next few months, threads of mesh began poking through the anterior vaginal wall, causing formation of granulation tissue and dyspareunia. Mesh was used because a prior surgical repair of a vaginal enterocele on (B)(6) 2010, had failed. I have returned to my surgeon 3 times for trimming of granulation tissue and protruding plastic threads. These threads also cause discomfort for my husband. Because it has been impossible to see and remove all of the threads from the mesh, I am scheduled to undergo general anesthesia on (B)(6), with the hope of being able to get rid of all of the protruding plastic material. All of the protruding threads have been through the anterior vaginal wall. I have noted no problems with the mesh supporting the posterior wall.